Event description:
It was reported a call from clinical technovigilance is answered today, where they report the catheter has a fissure at the height of cm 19, which allows the exit of liquid, it was decided to remove it on (B)(6) 2022; at the time of removing the device, it was revealed that the catheter was leaking liquid. The report is made at the institution on (B)(6) 2022. Additional information: the patient presented lymphedema in the extremity operated on for the placement of the catheter. In monitoring the reported event, it is evident that the professional who performed the passage of the power PICC catheter does not have prior training for the passage of the catheter. "Additional information received on 24.aug.2022: has there been any harm to the patient other than lymphedema? (Detail) a: the patient has no further damage and his diagnosis was resolved without problems. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) a: imaging examination such as venous doppler, lymphedema was identified as a diagnosis which is already resolved, there was no need for surgical intervention, surgery or administration of additional medications. Was the patient's hospital stay prolonged due to what happened? A: the patient's hospitalization was not prolonged due to the event. Is the sample related to the incident available for analysis? A: the sample is no longer available for analysis. Performing the traceability shows the following: the power PICC catheter was inserted through the cephalic vein in the patient; the occupation and diameter of the vessel with the catheter were not taken into account; an ultrasound machine was not used for the passage of the catheter; it was done with blind technique in fold; the professional who performed the procedure does not have prior training; the professional who carried it out does not know about the new technology that is being implemented in the institution; possibly there is inadequate handling of the power PICC catheter device. In response to the question, has there been exposure to blood or chemotherapy to the mucous membranes or to the skin of a professional? If so, what was the action taken? (Detail): a: the answer is no" additional information received: it is evident that the patient has not manifested any abnormality after the incident, has not presented signs or symptoms of infiltration, edema, inflammation or signs of thrombosis or any other associated discomfort. The patient is in perfect condition, and remains with an implantable catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. Two photographs of a 4fr d/l powerpicc catheter were returned for evaluation. Deformation was seen in the catheter shaft, with the tubing appearing wavy. However, the exact location of the deformation could not be determined from the photograph and therefore, it could not be confirmed if the deformation coincided with the area of the implicated leak. The second photograph was a close-up photograph of the catheter shaft. A longitudinal split was seen in the tubing between the 19cm and 20cm depth marking. The split in the tubing would likely result in the reported leak. However, it is unknown which lumen was affected by the split in the tubing. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include repetitive compression or kinking of the catheter tubing, over-pressurization, or damage from a sharp instrument during the insertion procedure. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a call from clinical technovigilance is answered today, where they report the catheter has a fissure at the height of cm 19, which allows the exit of liquid, it was decided to remove it on 08/20/2022; at the time of removing the device, it was revealed that the catheter was leaking liquid. The report is made at the institution on 08-21-2022. Additional information: the patient presented lymphedema in the extremity operated on for the placement of the catheter. In monitoring the reported event, it is evident that the professional who performed the passage of the power PICC catheter does not have prior training for the passage of the catheter. Additional information received on 24.aug.2022: has there been any harm to the patient other than lymphedema? (Detail) a: the patient has no further damage and his diagnosis was resolved without problems. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) a: imaging examination such as venous doppler, lymphedema was identified as a diagnosis which is already resolved, there was no need for surgical intervention, surgery or administration of additional medications. Was the patient's hospital stay prolonged due to what happened? A: the patient's hospitalization was not prolonged due to the event. Is the sample related to the incident available for analysis? A: the sample is no longer available for analysis. Performing the traceability shows the following: the power PICC catheter was inserted through the cephalic vein in the patient; the occupation and diameter of the vessel with the catheter were not taken into account; an ultrasound machine was not used for the passage of the catheter; it was done with blind technique in fold; the professional who performed the procedure does not have prior training; the professional who carried it out does not know about the new technology that is being implemented in the institution; possibly there is inadequate handling of the power PICC catheter device. In response to the question, has there been exposure to blood or chemotherapy to the mucous membranes or to the skin of a professional? If so, what was the action taken? (Detail): a: the answer is no.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1847 showed no other similar product complaint(s) from this lot number. Device not returned.